Event description:
It was reported that this pacemaker exhibited post-implant noise with oversensing on the right ventricular (rv) rate/sense channel. Technical services (ts) noted that the noise appeared mechanical, suggestive of a possible connection anomaly or under-insertion of the terminal pin. Rv pace impedance measurement was 1206 ohms, threshold were 0.4@0.4, and rv amplitude was 16mv. The decision was made to re-open the pocket, remove the pacemaker, and implant a new pacemaker. While the pocket was open, the leads were tested through the pacing system analyzer (psa) and the measurements were good. It was suspected that there was an anomaly with seal in the header, and the new device was implanted with the existing leads. No noise was observed on the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited post-implant noise with oversensing on the right ventricular (rv) rate/sense channel. Technical services (ts) noted that the noise appeared mechanical, suggestive of a possible connection anomaly or under-insertion of the terminal pin. Rv pace impedance measurement was 1206 ohms, threshold were 0.4@0.4, and rv amplitude was 16mv. The decision was made to re-open the pocket, remove the pacemaker, and implant a new pacemaker. While the pocket was open, the leads were tested through the pacing system analyzer (psa) and the measurements were good. It was suspected that there was an anomaly with seal in the header, and the new device was implanted with the existing leads. No noise was observed on the new device. No additional adverse patient effects were reported.